Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter stated that the pump date setting was ahead by one day. The change in the date occurred without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/16/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings: a review of the pump black box data indicated a manual time and date change. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no alarms. The pump powered on properly, and a timekeeping accuracy test was begun, but not completed or adequately investigated due to an internal clock battery failure. The pump case was removed and no evidence of moisture ingress or intermittent connections was found; however, the internal clock battery on the printed circuit board was found to be leaking. Unrelated to the complaint, the display screen appeared dim and discolored. Additionally, the battery compartment was observed to be cracked, and the u-groove in the pump casing was damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.